Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, after performing pre-dilatation, a 2.5 x 24 mm non-abbott stent was deployed in the left anterior descending coronary artery (proximal to mid) and post-dilatation was performed. A 2.5-15mm xience v/promus (unknown which device) was deployed in the proximal left circumflex artery at 14 atmospheres and post-dilatation performed. No intravascular ultrasound was performed. On (B)(6) 2011 the patient was discharged from the hospital without issues. Prior to the procedure patient was taking clopidogrel; 75mg/day and placed on aspirin; 100mg/day. As of (B)(6) 2016, the patient was confirmed to be compliant with the prescription. Then, the patient stopped taking aspirin at an unknown date. It was later reported that the patient died although the date of death and cause of death are both unknown. There may be a correlation between the stent and the death as the cause of the death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. The reported patient effect(s) of thrombosis and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, it is unknown if this is a xience v or promus stent. The use history (sales data) was requested from boston scientific (B)(4) and the sales department, however there was no record on both sides. Also, the sales rep visited the (B)(6) hospital and asked dr. (B)(6), general manager of cardiology who stated that he does not know the name of the physician that was provided from terumo. When the stent was deployed on (B)(6) 2011, the patient was (B)(6).